Manufacturer narrative:
An extended investigation has been conducted, which involved a manufacturing review (including 5 years of device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, an investigation will be performed. This also serves as a correction report. PMA/510(k) # was incorrectly documented in the initial report. PMA/510(k) # has been updated.

Event description:
A customer reported that his adc blood glucose meter was giving "inaccurate readings before it stopped working". No comparison readings were provided. Customer further reported that the paramedics were called "due to his sugar being very low". The customer was taken to the hospital and put on a intravenous glucose drip for treatment. No further information was provided and attempts to gather additional information have been unsuccessful thus far. There was no report of death or serious injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid strip lot number has not been provided. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The DHR (device history report) for the freestyle insulinx meter was reviewed, and the DHR showed the freestyle insulinx passed all tests prior to release. Clinical data was reviewed and confirmed that the freestyle strips continues to be safe, effective, and perform as intended in the field. Stability data for freestyle strips was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was conducted for the reported complaint and freestyle strips, no tripped trends were observed. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A customer reported that his adc blood glucose meter was giving "inaccurate readings before it stopped working". No comparison readings were provided. Customer further reported that the paramedics were called "due to his sugar being very low". The customer was taken to the hospital and put on a intravenous glucose drip for treatment. No further information was provided and attempts to gather additional information have been unsuccessful thus far. There was no report of death or serious injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that his adc blood glucose meter was giving "inaccurate readings before it stopped working". No comparison readings were provided. Customer further reported that the paramedics were called "due to his sugar being very low". The customer was taken to the hospital and put on a intravenous glucose drip for treatment. No further information was provided and attempts to gather additional information have been unsuccessful thus far. There was no report of death or serious injury associated with this event.